Event description:
Follow up information reported that the patient recovered from the infection and was successfully implanted on (B)(6) 2013 with a new implantable neurostimulator (ins) and extensions. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3387s-40, lot# va0706j, implanted: (B)(6) 2013. Product type: lead: product ID 3387s-40, lot# va0706j, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the device pocket was infected. The device and portions of both extensions were removed. The leads and extension connections were not infected and both leads remain intact and implanted. A culture was taken from the device pocket, but results were unknown. Additional information received reported that the patient was having a new device and extensions placed next month.